Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, photos were provided by the customer in the cp. The photos display the suspect handpiece. Due to the quality of the photos, no issues could be identified. Further evaluation could not be performed as no product was received. The complaint issue "override" and "lens damaged" were not identified during photo evaluation. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During the injection process of the diu225 model intraocular lens (iol), despite the application of a substantial amount of viscoelastic and water in the injector, there was difficulty in dragging the lens. When the lens reached the point of exit, the plunger was on the central optic, resulting in damage to the optic and preventing the iol from being injected. The event took place during product handling, prior to insertion. No further information is available.